Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged taking medicine, lung problems, trouble in breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to take medicine, lung problems, trouble in breathing. These events are assessed as related to the device in this case. Based on the available information, the manufacture concludes device may have caused or contributed to the reported events and no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external parts of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 was updated in this report.